Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of upstream occlusion alarm was confirmed during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been serviced prior to this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an upstream occlusion alarm. This condition had the potential to be a false alarm. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.